Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server showed error message which stated as interface problem. It was mentioned in the master case (B)(4) that a technical support specialist confirmed that the issue resolved on host/network side, and there was no issue on bd side. Further, the technical support specialist reached the pharmacy and confirmed from the pharmacist that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station had error message as interface problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.